Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, after firing the device, the surgeon found that the only distal and proximal part of the staple line was formed, not at the middle part. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56r1m. Device evaluation: the analysis results found that the sr55 reload was received with the 7 most proximal drivers up and the swing tab broken, making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to become broken, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. No functional test was performed due the condition of the cartridge. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.